Event description:
It was reported that upon closing the pocket after implant, anomalous sensing values were observed. The physician decided to re-open the pocket and discovered that the leads had been switched in the header during the implant procedure. The lead was fixed to the correct port and remained implanted. The patient was kept in the hospital over the weekend for observation. The patient was discharged home in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).